Event description:
The customer reported that after replacing the lithium battery in the pt monitor and then operated the device for approximately 6 hrs, the battery overheated and melted the plastic monitor case material. This condition produced enough smoke, which required an evacuation of the care unit. No pt injury was reported.

Manufacturer narrative:
We have requested the return of the identified pt monitor for evaluation and will update this file when we have completed our investigation.